Event description:
During an injection of ketamine prior to a dental rehab case for a mentally challenged patient the needle broke off in the patient. The needle was removed with the use of a c arm and additional surgeon during the procedure.